Manufacturer narrative:
Vascular compromises are serious adverse events that are well known and well-documented related to the injection of hyaluronic acid fillers. They are linked to an accidental injection in, or next to a vessel, triggering its compression or occlusion. If treated on time with an appropriate treatment, symptoms can be fully resolved, without sequalae. If not, they can worsen and develop into skin necrosis. Additionally, the risk of such adverse event is also mentioned in the instructions for use of our products.

Event description:
This event happened outside of the us, in (B)(6). According to the information received, the patient presented a serious adverse event after injections of an teosyal rha 2 product (lot tp30l-200925b) on (B)(6) 2020 in the glabella. The patient started to have necrosis symptoms, described by the injector as late signs of venous congestion, at the injection site 24 hours later ((B)(6) 2020). Following a physical examination of the patient on 21.12.2020, the injector reports: non-ischemic right glabelar region. Rather congestive, no heat, no swelling, and the appearance of small white pustules, apparently not infectious. No herpes. Pain on palpation and bruising. The patient has no fever or loss of appetite. A close follow-up of the patient has been initiated to monitor the evolution of the symptoms, advise treatments, and directly treat the patient during her stay in (B)(6). A local medical expert was contacted for treatment recommendations. According to him, hyaluronidase would not be recommended since 4 days passed since the onset of the adverse event. He also confirmed the need for the patient to be reviewed in person soon. The patient decided to consult a local plastic surgeon on the evening of (B)(6) 2020. This practitioner treated the event by doing multi-injections of hyaluronidase. The next day, the symptoms had partially resolved (wound was already healing). The practitioner repeated injections of hyaluronidase and gave the patient a cream to help the healing process. The patient also received injections of anti-coagulants. We were informed on 14.01.2021 about the resolution of the pain and necrosis symptoms. As of (B)(6) 2021, only a little scar remains at the event site (glabella).